Event description:
Customer reported the c-arm is displaying a charger failed error message. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the battery charger board and batteries. System operates as intended.